Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation results found the following: the connecting tube was corrugated, the universal cord was dirty, the coating of the connecting tube was peeled off (over 1mmm2), angulation in the up direction was out of standards due to the worn angle wire, there was a waterproof failure due to the broken distal end, the light guide water lens was broken, there was corrosion from the electrical connector due to the leakage, and there was found to be evidence of third party repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the evis lucera bronchovideoscope, the channel port was loose. The issue occurred during preparation for use for a diagnostic procedure; there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3/g2/h6. Correction to h6: added codes for the reportable malfunction found during evaluation (mentioned in h10 on initial); connecting tube peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: biopsy channel port was loose. No problem was detected regarding the customer's allegation. It is likely, false recognition by the user. Event 2: coating at the insertion section (connecting tube) peeled off. It is likely the event was caused by physical stress, chemical stress, and/or storage environment. The event can be detected and prevented by following the instructions for use (IFU) which state: "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Important information please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.